Event description:
Desara mesh was implanted on (B)(6), 2010. Five days after surgery, the pt had nausea, vomiting, hives, and tongue and lip swelling. The pt's allergist believed that the pt is allergic to the desara implant (polypropylene mesh). The desara implant was explanted on (B)(6), 2010. The surgeon is not sure if the all of the implant was removed as he did not measure the sling before implantation and after explantation. The pt is still experiencing an allergenic response. A sterile desara implant was sent to the pt's allergist for further testing.